Event description:
Per our records, this vigilance was originally submitted on 30aug2018. However, upon review of the maude database, it was determined that the report was not received by the FDA. Therefore, we are resubmitting this report in its entirety as originally reported to the FDA. Original submission narrative: a patient in poland had an acl reconstruction and a parcus peek cf if screw was used for tibial fixation. Other implants were used, but at this time it is unknown if it was another parcus medical product or a competitor's device. At some time post-op the patient was experiencing inflammation and the surgeon decided to conduct a revision surgery. The distributor was present for the surgery and stated: "after they cut the skin the screw flown out from the tibial tunnel". This has been interpreted as the interference screw had backed out of the tibial tunnel. There was some discussion regarding whether or not there was an active infection, but this has not been confirmed and at this point we don't even know if cultures were taken or how the case was concluded. This is the point at which parcus medical was contacted and notified of the issue. Multiple attempts to gather additional information have been made, but these have all been unsuccessful thus far.